Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging between 47 to 170 mg/dl. Low bg levels were addressed by eating candy. The customer is new to the pump and had not entered basal and carbohydrate ratio settings into the pump. Reportedly, the customer is consulting with the healthcare provider (hcp) regarding settings adjustment.